Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead . (B)(4).

Event description:
The patient reported that a revision took place 4 weeks prior to this report. Two leads had moved. One went up to his right side near his arm. He had been having extreme pain in his lower back and his right arm. He couldn't keep his arm on a desk for 6 months. Since the revision, there hadn't been any issues with the stimulation or stimulator. Relevant medical history included lumbar radiculopathy and spinal pain. No follow-up was required.